Event description:
It was reported the g7 straight inserter for the g7 cup malfunctioned in the patient. The g7 cup implant would not thread off the straight inserter. The cup had to be removed and a new cup was opened and used. There was a 10¿15-minute delay. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). D10: unknown inserter unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01833. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. Unable to confirm complaint. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.